Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
The faradrive steerable sheath was selected for use during the pulse field ablation procedure to treat atrial fibrillation (a fib). It was reported that air bubbles were drawn in the sheath during insertion. Many aspirations were attempted but air could not be cleared. Blood was also found to be leaking from the valve. The device was replaced, and procedure was completed successfully. No patient complications occurred. The device was disposed by customer.